Event description:
The following information was provided on a device tracking registration form:stent explanted. Additional information indicated the stent delivery system, wire and guide were removed from the patient. During withdrawal of the balloon catheter, the stent came off in the femoral sheath and was retrieved with a snare. Although no patient injury or intervention was reported, this report is being filed since recurrence could cause an adverse event. The instructions for use indicates stent retrieval (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.